Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, and was not fully optimized for sensing. The noise may have been driven by pacing from the cardiac resynchronization therapy pacemaker (crt-p) and it was noted the patient also had a leadless pacemaker implanted. Technical services reviewed the available information and it was noted there was not a template stored. The smart pass feature had also disabled, likely during the follow up when the sense vector was reprogrammed to secondary. Engineering analysis of the device data also found the battery appeared to be depleting prematurely, due to an abnormal increase in power consumption; device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The sales representative later reported that the device will be replaced, but at this time no procedure date was scheduled for this patient.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, and was not fully optimized for sensing. The noise may have been driven by pacing from the cardiac resynchronization therapy pacemaker (crt-p) and it was noted the patient also had a leadless pacemaker implanted. Technical services reviewed the available information and it was noted there was not a template stored. The smart pass feature had also disabled, likely during the follow up when the sense vector was reprogrammed to secondary. Engineering analysis of the device data also found the battery appeared to be depleting prematurely, due to an abnormal increase in power consumption; device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the nearly three months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, and was not fully optimized for sensing. The noise may have been driven by pacing from the cardiac resynchronization therapy pacemaker (crt-p) and it was noted the patient also had a leadless pacemaker implanted. Technical services reviewed the available information and it was noted there was not a template stored. The smart pass feature had also disabled, likely during the follow up when the sense vector was reprogrammed to secondary. Engineering analysis of the device data also found the battery appeared to be depleting prematurely, due to an abnormal increase in power consumption; device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the nearly three months later. No additional adverse patient effects were reported. The explanted device was returned for analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, sensing, and smart pass issues that were observed clinically.